Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. A tear in the graft was noted that may have been caused by calcium. An internal clinical review indicated that the event may have been related to product quality.

Event description:
At end of aaa repair in 2007, final angio showed an endoleak in the middle of the iliac leg. The physician reballooned in the area where the leak was suspected then placed another iliac leg graft. However, the graft was not placed low enough so the physician used another MFR's device resolved the endoleak.